Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose levels of over 600mg/dl. The customer treated with insulin pump. Customer's blood glucose value was 302mg/dl at the time of the call. Customer stated that their meter that is linked to their insulin pump has died and that they have experienced high blood glucose levels recently. Customer reported that the high blood glucose levels began on 03/16/2017. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.